Event description:
It was reported that the patient received inappropriate high voltage therapy due to atrial flutter with rapid ventricular rate being misdiagnosed as vf. Patient was asymptomatic. The device was reprogrammed and the patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.